Event description:
It was reported that the caller was updating personal settings and experienced a drop in blood glucose to 47 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. No third-party assistance was required. Technical support guided the customer in updating basal rate settings and advised them to consult their healthcare provider for any setting changes, which the caller acknowledged.